Manufacturer narrative:
The customer replaced the flow sensor which was reported to have resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).

Event description:
Per (B)(6) aer database: issue summary: it was reported that during a case the unit was delivering tidal volume in excess of 200ml. The patient experienced mild hyperventilation before the clinician adjusted the tidal volume to compensate for excess tidal volume and continued the case. There is no report of patient injury.